Manufacturer narrative:
Conclusion and justification status for MDR: examination of the submitted sigma hp uni anterior chisel confirmed the chisel blade is broken into two sections. There is damage to the blade tip indicating repeated contact with the cutting block fixation pins. The tip damage is due a pin being present in the track closest to the patella while chiseling. The surgical technique states " the chisel is required only in the track closest to the patella. Pin the hole farthest away from the patella and use the anterior chisel in the track closest to the pin. The root cause is user error. Based on the surgical technique noting the recommended pin location while using the chisel, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. (B)(4).

Event description:
While tapping in chisel into femoral cut guide the chisel broke in two pieces. No surgical delay occurred and no piece of instrumentation was left in the patient.